Manufacturer narrative:
(B)(4). Additional summary: the device has not been returned in its original packaging for evaluation. The active tip on the returned device was found to be broken. The failure location, mode and method indicate failure due to surface (hydrogen) embrittlement. IFU advising the user not to operate the electrode in the beak of the sheath. Cause: user / use error / wrong handling; user / use error / excessive force the review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hysteroscopy procedure on (B)(6) 2018 and the electrosurgical device was used. There were no patient consequences reported. Another like device was used. During the evaluation, the active tip on the returned device was found to be broken.